Event description:
The paracentesis trays (66903) lot #30121724 did not come with the 3 - specimen tubes that were listed on the outside of the package. We could have used them for the samples that we took from the patient. This was not the first kit we used that did not have the specimen tubes in it. It's been at least 4 or 5 kits prior to this.